Event description:
During cardiac surgery introducer would not release. Pt's aorta was dissected during attempts at removal. Info per medtronic. Actual incident device was discarded. Hosp thought product was medtronic's and sent a similar device to them. Medtronic distributor has sent the packaged device received. Was not sure if it is distributors either, had no further info. Distributor has determined that this device is mfg by chase medical, device nubmer 5-19754 is placed in tracecart 50-1298. The subject medical device is distributed as a component of a deroyal open heart core optipak, catalog # 90-2531, however, the MFR of the subject device component is chase medical. A copy of the distributor's medwatch report has been sent to the MFR.